Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The physician reported abnormal battery behavior as the device approaches eri. The settings and measurements of the device were checked and found to be in normal limits. It is anticipated that the device will be exchanged, however no intervention has been done and the device remains implanted and is being monitored. The patient is in stable condition.

Manufacturer narrative:
The device was received for investigation. Bench testing was performed and the estimated longevity was found to be normal. No device anomaly was found. The cause of the discrepancy in the programmer's estimation of remaining longevity, near eri, was not determined.

Event description:
The physician reported abnormal battery behavior as the device approaches eri. The settings and measurements of the device were checked and found to be in normal limits. The device was explanted and replaced. The patient is in stable condition.